Manufacturer narrative:
Additional information was received on 6/6/2019. When the device was explanted, bilateral prosthesis replacement with 550cc mentor memorygel breast implants was performed. The investigation of the returned device was completed by the failure analysis lab on 6/17/2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The reported complaint was not confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6898156, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant products: 450cc mentor memorygel breast implant, catalog #3504501bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was diagnosed through mammography on (B)(6) 2019. As a result, the device was explanted on (B)(6) 2019.